Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.